Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported when the patient (pt) had the trial, the healthcare provider (hcp) had stuck in the trial leads and then the pt was paralyzed for about 3 months from the waist down. Patient had to have a catheter and couldn't move. Caller states the hcp pulled out the leads and they couldn't stop the bleeding so they had to have the pt sent to the hospital.

Event description:
Additional information was received from a healthcare provider (hcp) stating that the patient had a vasovagal attack which resolved. The patient also had left leg weakness, power four out of five. They removed the lead and sent the patient to the emergency room for further evaluation. Hcp adds that this issue has been resolved. The patient did not keep follow up and has not been seen for the last five years.

Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# serial# unknown implanted: (B)(6) 2020 product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.